Event description:
Revised ceramic acetabular cup and head. Upon removal of cup, the surgeon found that the ceramic had broken away from the metal backing.

Event description:
Revised ceramic acetabular cup and head. Upon removal of cup, the surgeon found that the ceramic had broken away from the metal backing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The mar was no evidence of impingement with the neck of the femoral stem on the rim of the sleeve of the trident alumina insert/sleeve assembly. Nothing could be learned about the fracture of the insert of the trident alumina insert/sleeve assembly because none of the broken fragments were returned. The inside diameter of the sleeve of the trident alumina insert/sleeve assembly and the v40 alumina head show damage from contact with the fragments of the broken alumina insert of the trident alumina insert/sleeve assembly. No material or manufacturing defects were observed on the components examined. The medical review concluded that there are several procedure-related factors with regard to component choice and cup position that have a positive correlation with the cause of a possible overload condition in the ceramic bearing section and as such may have caused or at least contributed to the failure scenario of ceramic liner fracture. Such factors may easily lead to subluxation during certain movements in the hip. Note that implant-bone impingement is at the root of such phenomena but because implant-bone impingement leaves no signs on the implant surfaces (in contrast to repetitive metal-metal contact between impinging components) this may go unnoticed during surgery as well as during explant analysis. This failure scenario, although based on clinical and radiological probability, is thus still compatible with the findings of the explant materials analysis. No support for device-related or patient-related factors in the failure scenario. The event was confirmed. The exact cause of the event could not be determined because insufficient information was received. Further information including the return of the fractured ceramic insert and additional patient information is needed in order to complete this investigation. No further investigation for this event is possible at this time. If further devices and / or additional information become available, this investigation will be reopened.